Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The core was fractured and the coil was elongated. More specifically, the core was severed at about 10mm from the distal tip. Also, the coils both outer and inner were severely stretched in the distal direction starting from approximately 40 mm from the distal tip and the inner coil was severed mid way. Approximately 10 mm of the severed core was found inside the stretched distal coil.

Event description:
Reportable based on the analysis completed on (B)(6) 2019. It was reported that the wire unraveled. The target lesion was located in the right coronary artery. A 190cm, straight-tip samurai guidewire was advanced to cross the lesion. The device has been used to fix a lesion in the left anterior descending artery and when the lesion was fixed, the device was removed from the body, re-shaped and placed down the coronary. When the wire was in the coronary, it stopped responding to physician torques and when pulled out, the wire unraveled. The procedure was completed with another of the same device. There were no patient complications reported and the patient is fine. However, returned device analysis revealed a fracture in the guide wire.